Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when connecting a new radio frequency (rf) programmer head to the programmer, the programmer gave a "fatal error" and shut down. The programmer is expected to be returned. There was no patient involvement.